Manufacturer narrative:
A manufacturer representative went to the site to test the device. Testing revealed that there was no fault found with the system. Software exports were returned, however analysis was not complete at the time of this report. A follow up report will be sent when analysis is complete. Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: version: 1.2.0, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that during a biopsy case, they used 5 fiducials to register the patient when prone. After registration, they checked the accuracy by navigating to the fiducials and four of the five looked good, but the fifth, which was located on the fleshy side of the ear was about 3 mm deep. The surgeon decided to continue since this was a prone trajectory from the towards brain stem and the fiducial that was on the occipital ridge was accurate. When finally getting to the step of inserting the biopsy needle, they inserted it about 150 mm and got csf. They were shown to be about 4-5 mm away from the fourth ventricle in the superior direction. The surgeon pulled back by 2.5 mm and did not get any csf and took a sample. Additional information noted that while the site was waiting for pathology results, the needle was covered with a sponge and when the surgeon wanted to take another biopsy the biopsy needle was no longer tracking. Troubleshooting was preformed and technical services verified that the plan was locked, reducing tube was still in place and angel of camera was perpendicular to the biopsy needle. Tracking views showed the biopsy needle was still in the procedure tool cards, but was displaying red. Technical services advised them to go back one step in software to the registration screen then move forward to navigation. They attempted to walk through re-locking trajectory of plan but surgeon declined and aborted navigation for the second pass. There was a 10 minute delay and no reported harm to the patient.

Event description:
Additional information noted that the first biopsy that was attempted gathered a diagnostic sample.

Manufacturer narrative:
H2: correction noted in b1,b5, and h1 h3: logs were reviewed and it was noted that one of the CT and 4 mr exams were collected. Plan and 3d model were good. Touch registration was done with error metric of 1.8mm. It was seen that trajectory was locked during the navigation and the target alignment error was 1mm. The needle was navigated once to take out the biopsy. The log statements were expected when the needle was navigated and those were seen. Then the trajectory got unlocked after sometime, and after this point is where it could have caused the needle to not be tracked the second time. But there is insufficient information to determine whether a software anomaly contributed to the reported behavior. B01,c19,d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.